Event description:
It was reported that the customer was hospitalized with high bgs. Troubleshooting conducted during phone call indicated the device was working properly. Discussed other possible causes and instructed customer to change set.